Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: according to feedback of the sales, the suture broken during use on the patient. Please provide the lot number: unk. Device return status: samples will be returned to franchise in a few days. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it was received one needle suture combination that pertain to the product code sxpp1a401. During the visual assessment of the needle-suture, it was noted that the swage and attachment area were as expected. Slight marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, no issues related to breakage suture was found. However, the sides of fixation tab were broken. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. The manufacturing records couldn't be reviewed as the batch/lot number is unknown. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.

Event description:
It was reported that a patient underwent an arthroplasty on (B)(6) 2022 and the barbed suture was used. Before use on the patient, it was reported that fixation feature had been found broken when it was opened for the surgery. Upon evaluation of the returned device, it was noted that the swage and attachment area were as expected. Slight marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, no issues related to breakage suture was found. However, the sides of fixation tab were broken there were no adverse patient consequences reported. Additional information has been requested.